Event description:
A yellow (B)(6) sticker was found inside the neuro suction tubing package. The (B)(6) sticker could not be seen through package. When the circulator opened package, it was discovered before it hit the sterile field. No patient was involved.